Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on bipolar yaw pulley. The instrument was found to have exposed electrode on one of the bases of the bipolar forceps grip. The instrument passed the electrical continuity test. There were no signs of damage on the conductor wire. Also, the instrument was found to have scratch marks/abrasions on the edge and face of the bipolar yaw pulley. The scratch marks/abrasions were found on both sides of the bipolar yaw pulley. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were .093¿ - .175 in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps plastic was found to be burnt. There was no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. Arcing location was not detected. The issue was noted during procedure. Procedure was completed with back-up instrument.